Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and placed. When the clip was to be deployed, the actuator knob was turned without removing release pin. This resulted in the actuator knob and inlay [inner components] protruded out from the device. Using a needle holder, the cable was turned 26 times and successfully deployed the clip, due to the manipulation there was a small increase of mr grade of 1, but after deployment mr grade reduced to 1-2. A clinically significant delay was noted due to the difficult clip deployment. A decision was made to implant a second clip. Two clips were implanted reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated. It was reported that the user turned the actuator knob without removing the release pin. It should be noted that, per mitraclip system instructions for use: the release pin should be removed from the delivery catheter handle before turning the actuator knob in the direction of the arrow printed on the actuator knob. The reported difficult to deploy and material protrusion were a cascading effect of the use error/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.